Event description:
A customer reported that the vitrectomy probe would not cut above 2500 cpm (cuts per minute) during a procedure. The issue was resolved after the probe was exchanged. There was no pt harm.

Manufacturer narrative:
The customer returned a 23 gauge vit probe. The sample was visually inspected and found to be nonconforming because of a cracked bond and bent needle. The sample was functionally tested and found to be conforming for actuation and nonconforming for cut (chopped & pulled). The probe was disassembled and the components inspected. There was resistance felt while removing the inner cutter from the bent needle. The inner cutter shaft and cutting edge exhibited significant wear marks and nicks. The device history records for the component lots were reviewed. Unrelated processing abnormalities were found during the review. The associated lots (2) were released based on the manufacturer's acceptance criteria. Product evaluation determined the root cause to be damaged cutting edge. Significant wear and nick on the cutting edge indicates that the probe may have been initially working properly and only damaged sometime during surgery. The probe was also determined to be bent. It was unable to be determined how or when the needle became bent. A bent this obvious would have been detected during assembly and testing. (B)(4).